Manufacturer narrative:
Manufacturing reference number 3006705815-2023-08375 should not have been reported as a medical device report (MDR) as additional information has indicated that it is a duplicate of manufacturer report number 1627487-2023-06111.

Event description:
Manufacturing reference number 3006705815-2023-08375 should not have been reported as a medical device report (MDR) as additional information has indicated that it is a duplicate of manufacturer report number 1627487-2023-06111.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention was undertaken on wherein the ipg was explanted, replaced and the new ipg pocket was moved to the other side of the back. Therapy was restored.